Event description:
Possible break pace/sense conductor fracture on this rv lead due to motor vehicle accident. Intermittent noise detected and confirmed on manipulation of the pocket.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and mechanical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular approx. 31 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cable to the shock coils were damaged and the cables were found exposed. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were detected which most likely occurred during the extraction procedure. In addition, deformations of the inner coil close to the is-1 connector pin were found which were caused most likely by overrotation of the inner coil. These damages were confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.